Manufacturer narrative:
The reported quattro catheter leak was confirmed. A bonding leak was observed at the distal end of the medial 1 balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for quattro catheter with lot number 91156.

Event description:
As reported, after 2 days of ivtm therapy, the saline bag was noted almost empty and the thermogard xp ivtm system generated "air trap" alarm message. The saline bag was replaced and console re-primed to clear the "air trap" alarm to continue the treatment, however, the saline bag was observed almost empty again. After inspection, the user did not observe any external leak. The quattro catheter leak was suspected and the user was instructed to replace or remove the catheter. The customer discontinued the use of ivtm therapy and an alternative method was used to complete patient treatment. No known impact or consequences to the patient information was available.